Manufacturer narrative:
(B)(4).

Event description:
The customer obtained a questionable low result for one patient sample using the gluc3 glucose hk gen.3 (gluc3) assay on the cobas 8000 c 702 module (c702). All results are in units of mg/dl, and all were released outside of the laboratory. The initial result from a sample cup was 25. The physician questioned the result and requested a repeat of the sample. The sample was repeated on another c702 (serial number 1127-06) from an aliquot tube with a result of 241. No adverse event occurred. The gluc3 reagent lot number is 17930701 with an expiration date of 11/30/2017. Calibration was acceptable prior to the event. The field service representative inspected the instrument and saw that the spring holder was not holding down the nozzle assembly of the rinse mechanism. He replaced the spring holder and spring. Afterwards, the customer ran successful calibration and quality controls. Investigation activities are ongoing.

Manufacturer narrative:
The issue was resolved by the previous service activities. If the rinse nozzle does not reach the bottom of the cuvette, then the cuvettes will not empty completely and will not be washed properly. This issue could result in non-reproducible discrepant results. The root cause of the issue was the spring and spring holder of the rinse nozzle. The customer is not aware of any further issues of this nature.